Manufacturer narrative:
Approximate age of device - 4 years, 10 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was seen in the clinic for a routine follow up. System controller history interrogation revealed driveline fault alarms. The patient was asymptomatic. The system controller was exchanged without resolution. The manufacturer¿s technical services representative reviewed the submitted log files for both controllers and observed driveline fault events starting on (B)(6) 2018. On (B)(6) 2018, the manufacturer¿s technical services representative arrived on site and performed a distal end percutaneous lead (driveline) replacement. After the replacement, the driveline fault events occurred again. A pump stoppage occurred on the evening of (B)(6) 2018. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.

Manufacturer narrative:
Additional information. The sus voluntary event report, mw5077477.

Manufacturer narrative:
Evaluation of explanted pump confirmed driveline damage that would have contributed to the reported alarms. The pump was returned assembled with the driveline cut approximately 4.75 inches from the pump housing and the distal portion was returned measuring approximately 36 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The replacement site was present approximately 14 inches from the pump housing. Disassembly of the repair site did not reveal any issues. Visual examination of the driveline did not reveal any damage to the outer jacket or the bionate beneath. Electrical continuity testing revealed no continuity on the black wire. Breakdown of the metal shielding was identified approximately 9 inches from the pump housing. Removal of the shielding revealed a complete fracture of the black wire approximately 9 inches from the pump housing with insulation breaches on the green and orange wires also identified at the same location. The observed wire damage to the orange and green wires appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at this location. The observed wire damage to the black wire appeared to be the result of fatigue failure due to repetitive flexing at this location. A fracture in the black wire would have been detected by the pocket controller when comparing wire currents, resulting in the observed driveline faults and corresponding yellow wrench advisories. Prior to the pump exchange, the patient underwent an external driveline replacement. The replaced portion of the driveline was returned measuring approximately 19 inches. Evaluation of the replaced portion of the driveline did not reveal any signs of damage that would have contributed to the reported alarms. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.